Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that as soon as the rep would sync with the controller, with settings at 3.5 ma and 5.8 ma, they would see ¿cannot get desired settings.¿ the rep reported that contacts 2/10 had impedances greater than 40000 ohms. The rep stated that the patient was programmed on 2/10, but had changed that to ¿5, 6, 7, and 13, 14, 15.¿ the rep was unaware of any event that prompted the issue. The rep reported the following information about the reference electrodes: ref: 5/6-1050. Ref: 6/7-1050 ohms. Ref: 5/7 1110 ohms. Ref: all contacts >40k ohms. Ref: 13/15-1010 ohms. They could not troubleshoot due to lack of access to the product. The rep was going to try removing contact 14 and see if they could get a higher intensity value. No symptoms were reported. No further complications were reported. Follow up was conducted.